Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for the evaluation; however, a picture was provided and upon reviewing the picture the reported issue is confirmed. A gemba walk was carried out in the manufacturing area with the multifunctional team. The possible root cause of the reported issue could be related to the missing solvent. As an action plan, the standard work instruction will be updated. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that one of the nurses was using the covidien yankauer and the tip of the device came off and the patient almost aspirated on it. Additional information was received from the customer and stated that they were doing oral care and the patient was unable to follow direction, needed suctioning. The nurse inserted yankauer into left cheek to suction and when removed, tip was not present. The respiratory therapist (rt) and registered nurse (rn) assisted to keep patient calm and help open the mouth to allow the other rn to look for tip and retrieve. The nurse was able to retrieve the tip from patient¿s posterior aspect of the oral cavity near the oropharynx. Per customer, tongue depressor, flashlight and tweezers were used to retrieve the tip. There was no medical intervention or treatment required because of the incident.